Event description:
In MFR report #3007566237-2011-07531-1 it was reported: "the patient had an infection and the left implantable neurostimulator and extension were removed. The patient would not have the devices replaced until (B)(6) 2012." Additional review indicates this information pertains to this manufacturer's report. Any additional info regarding the infection will be reported in this report.

Manufacturer narrative:
Lead model 3389s-40 lot #v734519 implanted: (B)(6) 2011, extension model 37085-60 serial #(B)(4) implanted: (B)(6) 2011.